Event description:
I had the essure device implanted on (B)(6) 2013. Shortly after I started experiencing many issues with my stomach from worsened pms to multiple hospital visits for gi issues. I have just learned that one of the coils has migrated to my pelvis. I have been seeing my dr. For health issues that have worsened including joint pain and lethargy. Recently I have learned that many of these symptoms can be from the essure. I want to have it removed but cannot afford to do so and I fear my health will worsen.